Manufacturer narrative:
The customer contacted the siemens customer care center concerning a negative dimension vista sars-cov-2 total antibody (cov2t) patient sample result obtained on a sample that resulted as reactive/positive with another siemens sars-cov-2 total antibody assay on an alternate siemens system. Siemens headquarters support center (hsc) concluded the evaluation of the event. The instrument data logs for the dimension vista systems (B)(4) have been reviewed. No product non-conformance was identified with the instruments. The cause of the event is unknown. The patient sample dimension vista results were near the positive cutoff indicating an antibody actively near the cutoff. The limitations section of the dimension vista sars-cov-2 (cov2t) flex reagent cartridge instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a discordant nonreactive (negative) dimension vista sars-cov-2 total antibody (cov2t) result on a patient sample on a dimension vista 500 system. The result was reported to the physician. The same sample was reprocessed for confirmation of the cov2t result on a later date after the initial result was questioned by the physician. The same sample was reprocessed on the same dimension vista system and on a second dimension vista system. The result was negative on both systems. The same sample was then processed with an alternate siemens methodology on a siemens atellica system and a reactive (positive) result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant dimension vista cov2t result.